Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection at the pocket site. The patient presented on (B)(6) 2018 for explant procedure. During the procedure, a white substance was observed at the tip of the lead. The system was explanted. The patient was stable post procedure.